Event description:
Received customer medwatch from cdrh which states: "following general endotracheal anesthesia, pt was inadvertantly reparalyzed when a small quantity of neuromuscular blocker which had been retained in the IV tubing injection port reservoir was injected." Further info was obtained via conversation with clinician. States that pt was having a cholecystectomy done. Procedure started at 2045. At 2240, procedure was completed and clinician noted that the neuromuscular blockade had worn off, evidenced by 4 twitches without fade as tested with nerve stimulator, pt following commands, and opening his eyes. No neuromuscular blocker reversal was required or given, and pt was extubated and given o2 via mask. Fentanyl 1cc was administered for pain through the same port the neuromuscular blocker had previously been given. Shortly thereafter (within a few minutes), the sao2 dropped to an unspecified level and pt was reintubated and manually ventilated by clinician. At 2350, clinician felt the pt was breathing well enough on his own and was extubated again and given o2 without any further problem. No sequelae to pt reported. Clinician stated that pt was a difficult intubation because of pt's "bull neck" and was almost impossible to ventilate by mask, and he "almost lost him." Clinician felt this event was caused by the pt becoming reparalyzed after a small amount of neuromuscular blocker remaining in the IV tubing port was flushed through with subsequent port usage.